Event description:
Paramedics responded to a person with chest pain. The device was connected to the patient and a 12 lead ECG performed. The patient was then loaded into the ambulance and transported to the hosp. According to the reporter, the device lost power during transport and would not power on with new batteries or with ac power. No adverse affects to the patient were reported as a result of the alledged malfunction.